Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after experiencing syncopal episodes. Device interrogation revealed ventricular oversensing resulting in short periods of pacing inhibition with asystole. The patient is pacemaker dependent. The right ventricular lead was capped and replaced. The patient's condition was good post procedure and would continue to be monitored remotely via merlin.net.